Event description:
Mentor gel breast augmentation implants placed (B)(6) 2007, ruptured at some unknown time. This was confirmed by a CT scan with contrast on (B)(6) 2018. I went to the ER with worsening chest pain, heart palpitation, difficulty breathing, and weakness. Over the past year, I have experienced worsening symptoms, including the aforementioned, but also terrible hives, autoimmune hashimoto's thyroiditis, insomnia, cognitive impairment, hair loss, hormone imbalance, and unexplained edema. I had my implants removed on (B)(6) 2018. They were the consistency of slime and my plastic surgeon had to take them out in pieces.